Event description:
It was reported that the pump battery could not be charged, the wake button was "temperamental", and the pump was "kicking her out of control iq". Additionally, the out of range issues occurred between the transmitter and pump. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.